Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the plate broke. The issues was resolved by removal and replacement with staples.